Manufacturer narrative:
Device evaluation: the returned device was subjected to internal and external examinations as well as electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience flu-like symptoms. At the refill appointment, a reservoir volume higher than expected in the pump was observed and the programmer displayed error messages when the pump was inquired. The pump was stopped and later re-inquired but the error messages were still present. The pump was explanted on (B)(6) 2016 and returned for evaluation.